Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was damaged. A field service engineer (fse) found auxiliary half height legacy 2.1 drawer was sticking and found right slide rail bearing cage damaged. Replaced slide rail to resolve the issue. Also, both retractor bands on 2.1 and 2.2 damaged and replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station brflerdpx4 has damaged drawers. Aux drawer 2.1 was affected and requires repair. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.